Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to jumping into the ocean. Customer reported that as a result, there was moisture under display screen. Customer's blood glucose was 107 mg/dl. Customer was advised that insulin pump would need to be replaced.